Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient developed epithelial ingrowth on right eye (od) after a flap lift enhancement at seventh day post op exam. In order to remove the ingrowth, a flap and rinse was performed. The patient has mono vision with right eye (od) at 20/20, left eye (os) at 20/60, and both eyes (ou) at 20/15. At two week post op exam, the patient¿s right eye had developed ingrowth after the flap lift enhancement and the patient chief complaint was blurry vision. A flap and rinse was performed. The patient¿s symptoms have been resolved. There was no loss of best correct visual acuity (bcva). There was no patient chief complaint.